Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 700 mg/dl with large ketones. Insulin injections and a correction bolus was delivered to address the high bg level. The ketones were flushed out by drinking water and using the insulin injections. The customer reported that a bacterial infection was the cause of the high bg and was not related to the pump or supplies.